Event description:
It was reported during a coiling procedure, after inserting this coil into the target lesion, they were unable to retract it. The physician reportedly determined that the coil could have potentially detached inside the catheter and removed it from the patient. There was no report of patient harm.

Manufacturer narrative:
The device had been returned, however, the investigation is still on-going. The cause of the event is unknown.